Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced fatigue and presented in clinic for a follow-up. Upon interrogation, it was noted that the device was in backup mode due to event queue overflow reset. The device was restored, which resolved the fatigue. The patient was in stable condition.